Event description:
A report was received that states that the inflation line detached form the tracheostomy tube after an unk amount of time in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.